Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan at 8:21 am (pst) alleging that a one touch ultra meter was giving an unidentified message. It is documented that the alleged meter issue started on the same dxay, at 9:00 pm. However, based on the information provided and when the patient called lifescan, it is not clear as to when the alleged meter issue actually started. On the day before, the patient reportedly had symptoms of shakiness. It is noted that the symptoms developed after the alleged meter issue started. The alleged meter issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.